Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 10mm (bopt5410) was returned for investigation. Visual inspection of the as returned product identified that the implant is badly damaged from removal around the threads and collar. The internal drive feature is confirmed to contain the reported screw, which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). Device brand name unknown. Device product code unknown. Reporter's contact name and email address unknown.

Event description:
It was reported that the unknown biomet screw fractured in the implant (bopt5410). It was also reported that the doctor was not able to remove the fractured screw and had to remove the implant. Patient has been rescheduled for the placement of new implant.